Manufacturer narrative:
The investigation confirmed that a higher than expected phyt patient result was obtained while using the vitros 5600 analyzer. Performance testing verified that the vitros 5600 analyzer and phyt reagent slides were operating as expected at the time of the event. The investigation determined that the root cause of the event is user error due to incorrect dilution of the affected patient sample.

Event description:
The customer obtained a higher than expected vitros phyt patient result for a single patient (diluted sample result = 45.5 'g/ml vs. Neat sample result = 34.3 'g/ml) while using the vitros 5600 integrated system. Biased results of the direction and magnitude observed may lead to inappropriate physician action. It was unknown which if any result was reported for the affected patient sample. There was no allegation of harm to the patient as a result of this event. This report corresponds to ortho clinical diagnostics, inc. (B)(4)